Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 26-may-2024, it was reported that patient faced three infusion set fell off events during use all within the last week. The infusion set was in use for 1-12 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.